Manufacturer narrative:
On 25 oct 2019 arjo was informed about citadel plus bed malfunction which occurred in (B)(6) medical center - (B)(6) health in the us. Following information reported, the safety side rail panel (plastic component) detached from the safety side rail mechanism. There was no indication regarding patient involvement. No injury nor other medical consequences reported. Upon the evaluation carried out by arjo technician, it was observed that the safety side was damaged due to improperly extend the width of the frame. The product instructions for use (831.374 rev. A) describes step by step preparation of the product for use. One of the points is: "expand width extensions and length extensions if necessary". There is also included the instruction how to extend/retract the width of the frame and following warning: "make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition." Based on the all gathered information, it can be concluded that the bed was not properly prepared for use. All extensions were not in the same position, in result when the backrest was raised, the extended frame contacted the safety side rail and destroyed them. Sum up, the side rail cover detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. There was no indication regarding patient involvement. Although no adverse event occurred, the complaint was decided to be reportable based on potential as the safety side rail cover detached from the citadel plus bed under specific circumstances could pose a risk of the patient fall.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided in the follow-up report.

Event description:
On (B)(6) 2019 arjo was informed about citadel plus bed malfunction which occurred in (B)(6) general medical center - kaleida health in the us. Following information reported the safety side rail panel (plastic component) detached from the safety side rail mechanism. There was no indication regarding patient involvement. No injury or other medical consequences reported.